Manufacturer narrative:
Sc-1110-02 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was difficult to charge. The patient underwent an ipg explant procedure. The explanted ipg was returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was difficult to charge. The patient underwent an ipg explant procedure. The explanted ipg was returned. No further information has been obtained despite good faith efforts.